Event description:
Surgeon report having trouble when trying the sutures down. During the case he reports to have observed the knots unraveling (after 7 square throws). No adverse consequences to the pt were reported.